Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 500 mg/dl. Customer treated with manual injection. The drive support cap was normal. Customer performed high pressure test and no alarm was received. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. A water filled reservoir was used during the test. No air bubbles anomaly noted. Pump received with cracked battery tube threads, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.